Event description:
Received info of the luer lock becoming unscrewed. Customer's blood glucose level was impacted (180 mg/dl).

Manufacturer narrative:
Follow up with customer on (B)(6) 2014 indicated that customer's blood glucose level returned to normal. No product returning for evaluation. Should new info become available, a supplemental form will be submitted.